Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00334, 00335.

Event description:
Allegedly, the patient had a broken component and had to be revised.

Event description:
Allegedly the patient had a broken component and had to be revised.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Complaint history reviewed. Device history record reviewed. Evidence that product in spec when used. Use of device could not be determined.